Event description:
Vessel sealer was opened and used for davinci tlh. Device was not cutting and cauterizing appropriately. Not reprocessed. New vessel sealer was opened and functioned properly during case. No harm to patient.